Event description:
The caller reported the tube had been in the pt several days before the pilot balloon seam started to leak. A non-routine replacement of the tube was required. The tube was discarded and the pilot balloon was retained.